Event description:
This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns a male patient of unspecified age who received treatment with synvisc one injection and after unknown latency was severely inflamed. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) for osteoarthritis. Patient was admitted to emergency room on (B)(6) 2017 with a hot red swollen knee, severely inflamed (onset date: (B)(6) 2017 and latency: unknown) and was given a steroid injection and released. Corrective treatment: steroid for severly inflamed. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for both events additional information was received on 01-dec-2017. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 1-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint inflammation. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from an other non health care professional. This case concerns a male patient of unspecified age who received treatment with synvisc one injection and after unknown latency was severely inflamed. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) for osteoarthritis. Patient was admitted to emergency room on (B)(6) 2017 with a hot red swollen knee, severely inflamed (onset date: (B)(6) 2017 and latency: unknown) and was given a steroid injection and released. Corrective treatment: steroid. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.